Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Event description:
Oral surgeon was doing a 3rd molar extraction procedure on (B)(6) 2013. When loading the burr into the handpiece, he noticed the burr was not locking in place completely. He proceeded to use the drill, but noticed the attachment started getting hot. The oral surgeon stopped using the attachment and changed to another attachment. He completed the procedure with no further problem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. The customer's complaint that the (756657) short burr attachment will not secure burrs was confirmed. The device was evaluated and the complaint was reproduced. The root cause of the failure was likely to have been worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout.